Manufacturer narrative:
Concomitant products: product ID: 3888-45, lot# v680744, implanted: (B)(6) 201, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v660240, implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there patient had no stimulation sensation. It was noted that the patient last felt stimulation 2-3 weeks ago. It was further reported that the patient was unable to adjust stimulation. The patient programmer and the recharger were both reportedly displaying the end of service (eos) message. It was also noted that the patient was charging regularly but when she tried to charge a week prior to the report she saw the eos message for the first time. It was stated that patient has had the battery since 2011. It was later reported that a manufacture representative meet with the patient and reset the power on reset (por). The patient battery was reportedly discharged but not overdischarged. It was noted that all impedances were normal and all programs were working well. It was further noted that the patient had gone through a metal detector at the airport but it was not known if this affected the device. Additional information received reported the manufacturing representative could not find any evidence of an eos message.